Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, bacterial vaginosis, constant spotting, discharge, hot flashes, excessive bleeding during period, night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods, painful intercourse, bleeding between periods, incontinence, sexual dysfunction, yeast infections, urgent/frequent urination, vaginal swelling/inflammation, itching, burning, stinging, stabbing of vaginal entrance, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, back/leg/breast/neck/spine/hip pain, face pain, all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, migraines, tingling sensations, numbness, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, sad thoughts, ringing in ears ,black out spells/ fainting, numbness/tingling in hands/feet, sensation of burning, stinging, tickling or prickling of skin, shakiness, dizziness, high blood pressure, vitamin d deficiency, unexplained/easily bruising, hashimoto's disease, chemical and food sensitivities, heightened allergies/ allergic reactions, gluten sensitivity, allergic reactions, hives, rashes, cysts, boils, acne, skin irritation/itching, swelling of legs or feet, hair loss, dental issues, insomnia, thyroid disease (hypothyroid), weight issues (loss; gain), sleep apnea, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin/hair/eyes, severe bloating.